Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6)2023, the patient underwent orif surgery for a right femoral neck fracture. The fns plate in question fell on the unclean field when the surgeon connected the fns plate to the handle and was about to be tightened by the inserter. The inserter's dial c could not be turned smoothly, and the surgeon's attention was focused on the dial c, which caused the entire handle to rotate. Furthermore, since the field where the operation of dial c was performed changed from the clean field to the unclean field during this operation, the implant, which was poorly connected, fell on the unclean field when it was disconnected from the handle. Since there was no replacement for the plate and the sterilizer could not be operated due to the contractor's vacation, the procedure was performed via a hansson pinloc system. The surgery was completed successfully with 35 minutes delay. Surgical time was extended due to the determination and confirmation of the availability of hansson pinloc system and the procedural time for implant fixation. The planned surgical time was 45 minutes. After surgery, the surgeon commented that the patient was able to be fixed promptly using hansson pinloc system and that he did not believe there would be any significant impact on the patient at this stage. The patient outcome was stable. No further information is available. This report is for one (1)insert handle this is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there were no cosmetic defects observe don the surface of the device. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test to assess the assembly allegation was conducted. The insert was attached to the handle. After that the insert was threaded until the two devices were locked together. There was no problem observed while assembling the device. The complaint condition was not replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the insert handle, p/n: 03.168.008, lot: 170435-109 was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Dimensional inspection: n/a. Device history lot: part# 03.168.008; lot # 170435-109; manufacturing site: werk selzach logistik; release to warehouse date: 19 sep 2018; supplier: (B)(4); expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.